Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. D.6b revised as explant date was inadvertently omitted from the initial manufacturer device report number 1220648-2024-17578.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Event description:
The complainant reported the patient was on impella cp support and while on support the patient had limb ischemia. The patient had lower left extremity pain and ultimately lost the ability to move the extremity. An external femoral bypass was performed. A 7 french distal perfusion catheter was placed and popliteal pulses and pedal pulses were present. The patient remains on impella support.